Event description:
Hospital advised an overinfusion occurred when the tubing was being removed from the pump. They believe the problem occurred due to a user error. Hospital indicated that the nurse was discounting IV therapy and had turned the pump off. The nurse then opened the door and noted flow. Hospital advised the flo-stop on the administration set was partially closed when the set was removed from the pump and the roller clamp was not closed. Current hospital policy says the roller clamps should be closed prior to removal. There was no pt consequence.